Event description:
The patient had hip prosthesis cups implanted on both sides. A replacement operation was already performed on the left side on (B)(6) 2024. He now presented for the replacement of the right side. The x-ray and CT scan showed a clear decentration of the prosthesis head and osteolysis in the acetabulum as a sign of inlay wear. This could be verified during an inlay change in (B)(6) 2024 to a vit e-hardened, specially approved inlay. As part of the replacement operation, in addition to the inlay exchange, the firm socket integrity was determined, the cysts in the socket were cured and filled using hydroxyapatite + calcium (cerament bone void filler) and the prosthesis head was changed. No further information. The left side revision was reported under MDR# 1038671-2024-00635.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The following sections were updated: d10 concomitants: 180-01-58 - crown cup, cluster-hole gr.58 (B)(6). The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.